Event description:
The handpiece was returned to the MFR for svc, and during the investigation, it was found that the blade mount is chipped. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. During the investigation it was found that the blade mount is chipped. Based on the investigation details, that component was loose due to being damaged.